Manufacturer narrative:
This case was initially received via regulatory authority (ansm - agence nationale de sécurité du médicament, reference number:(B)(4)) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("to the right of the midline, there remains a small, metallic foreign body measuring approximately one millimeter"), device dislocation ("left tubal implant has a slightly oblique appearance vis-à-vis the position of the pelvis"), genital haemorrhage ("bleeding"), arthralgia ("joint pain (shoulders, elbow)"), haemorrhagic ovarian cyst ("two corpus luteum cysts with hemorrhage in the right ovary"), cervicobrachial syndrome ("atypical left cervicobrachial neuralgia"), gastric dilatation ("gastric distension") and musculoskeletal disorder ("painful functional impotence of the left shoulder not accidental") in a 43-year-old female patient who had essure (batch no. 893020) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, hernia repair in 1992, hernia repair in 1998 and elective surgery. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 25 days after insertion of essure. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria disability and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful haemorrhagic menstrual periods"), back pain ("back pain"), menorrhagia ("painful haemorrhagic menstrual periods"), tendonitis ("tendonitis"), arthralgia (seriousness criterion medically significant), sciatica ("right sciatica / pain in right leg, then foot"), migraine ("migraine"), fatigue ("general fatigue"), depression ("depression") and musculoskeletal pain ("bilateral scapulalgia"). On (B)(6)2017, the patient experienced allergy to metals ("the patient was allergic to cobalt, titanium, silver and tin"). On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), tendon injury ("fissure of the left supraspinatus tendon"), cervicobrachial syndrome (seriousness criterion medically significant), motor dysfunction ("motor deficit of the upper left limb"), gastric dilatation (seriousness criterion medically significant), synovial cyst ("arthro synovial cyst"), pelvic prolapse ("pelvic prolapse"), neck pain ("neck pain") and musculoskeletal disorder (seriousness criterion medically significant). The patient was treated with surgery (acromioplasty on (B)(6)2015, acromioplasty for should pain on (B)(6)2015, cervical arthrodesis on (B)(6)2015 and rotator cuff repair on (B)(6)2016, gastrectomy under laparoscopy on (B)(6)2016, right adnexectomy and implant ablation on (B)(6)2018 and total hysterectomy and bilateral salpingectomy on (B)(6)2017). Essure was removed on(B)(6) 2018. At the time of the report, the pelvic pain, device breakage, device dislocation, genital haemorrhage, allergy to metals, dysmenorrhoea, back pain, menorrhagia, tendonitis, arthralgia, sciatica, migraine, fatigue, depression, musculoskeletal pain, haemorrhagic ovarian cyst, tendon injury, cervicobrachial syndrome, motor dysfunction, gastric dilatation, synovial cyst, pelvic prolapse, neck pain and musculoskeletal disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and tendonitis with essure. The reporter considered allergy to metals, cervicobrachial syndrome, depression, device breakage, device dislocation, gastric dilatation, haemorrhagic ovarian cyst, motor dysfunction, musculoskeletal disorder, musculoskeletal pain, neck pain, pelvic prolapse, sciatica, synovial cyst and tendon injury to be related to essure. The reporter commented: the patient has been recognized as a category 2 disability, loss of employment. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6)2017: delayed hypersensitivity to cobalt, titanium, silver, and tin. No hypersensitivity for nickel.. Computerised tomogram - on (B)(6)2012: the implant on the left appeared slightly oblique with respect to the position of the pelvis.; on (B)(6)2017: persistence of a small metallic foreign body measuring approximately one millimeter on right para-medium.. Pathology test - on (B)(6)2018: the anatomo-cytopathological examination found two corpus luteum cysts with hemorrhage in the right ovary (pathology report from right adnexectomy procedure).. Ultrasound scan - on (B)(6)2012: the left tubal implant has a slightly oblique appearance vis-à-vis the position of the pelvis. X-ray of pelvis and hip - on (B)(6)2017: to the right of the midline, there remains a small, metallic foreign body measuring approximately one millimeter. Quality-safety evaluation of ptc: lot number 893020 (production date aug-2011, expiration date aug-2014). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2019: new information from lawyer via legal department: CT scans results were provided. Allergy test result updated to "no hypersensitivity for nickel". Essure removal method was provided; two intervention were required for and both procedures were specified. The pathological result was also provided. Other surgical procedures were reported as: acromioplasty, cervical arthrodesis, rotator cuff repair and gastrectomy under laparoscopy. New events reported: cervicobrachial syndrome, gastric dilatation, haemorrhagic ovarian cyst, motor dysfunction, musculoskeletal disorder, musculoskeletal pain, neck pain, pelvic prolapse, synovial cyst and tendon injury. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-jan-2017. The most recent information was received on 22-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('to the right of the midline, there remains a small, metallic foreign body measuring approximately one millimeter'), device dislocation ('left tubal implant has a slightly oblique appearance vis-à-vis the position of the pelvis'), genital haemorrhage ('bleeding'), arthralgia ('joint pain (shoulders, elbow)'), haemorrhagic ovarian cyst ('two corpus luteum cysts with hemorrhage in the right ovary'), cervicobrachial syndrome ('atypical left cervicobrachial neuralgia'), gastric dilatation ('gastric distension') and musculoskeletal disorder ('painful functional impotence of the left shoulder not accidental') in a 43-year-old female patient who had essure (batch no. 893020) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair in 1998, hernia repair in 1992, parity 2 and elective surgery. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 25 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria disability and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful haemorrhagic menstrual periods"), back pain ("back pain"), menorrhagia ("painful haemorrhagic menstrual periods"), tendonitis ("tendonitis"), arthralgia (seriousness criterion medically significant), sciatica ("right sciatica / pain in right leg, then foot"), migraine ("migraine"), fatigue ("general fatigue"), depression ("depression") and musculoskeletal pain ("bilateral scapulalgia"). On (B)(6) 2017, the patient experienced allergy to metals ("the patient was allergic to cobalt, titanium, silver and tin"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), tendon injury ("fissure of the left supraspinatus tendon"), cervicobrachial syndrome (seriousness criterion medically significant), motor dysfunction ("motor deficit of the upper left limb"), gastric dilatation (seriousness criterion medically significant), synovial cyst ("arthro synovial cyst"), pelvic prolapse ("pelvic prolapse"), neck pain ("neck pain") and musculoskeletal disorder (seriousness criterion medically significant). The patient was treated with surgery (acromioplasty on (B)(6) 2015, acromioplasty for should pain on (B)(6) 2015, cervical arthrodesis on (B)(6) 2015 and rotator cuff repair on (B)(6) 2016, gastrectomy under laparoscopy on (B)(6) 2016, right adnexectomy and implant ablation on (B)(6) 2018 and total hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, device dislocation, genital haemorrhage, allergy to metals, dysmenorrhoea, back pain, menorrhagia, tendonitis, arthralgia, sciatica, migraine, fatigue, depression, musculoskeletal pain, haemorrhagic ovarian cyst, tendon injury, cervicobrachial syndrome, motor dysfunction, gastric dilatation, synovial cyst, pelvic prolapse, neck pain and musculoskeletal disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and tendonitis with essure. The reporter considered allergy to metals, cervicobrachial syndrome, depression, device breakage, device dislocation, gastric dilatation, haemorrhagic ovarian cyst, motor dysfunction, musculoskeletal disorder, musculoskeletal pain, neck pain, pelvic prolapse, sciatica, synovial cyst and tendon injury to be related to essure. The reporter commented: the patient has been recognized as a category 2 disability, loss of employment. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: delayed hypersensitivity to cobalt, titanium, silver, and tin. No hypersensitivity for nickel.. Computerised tomogram - on (B)(6) 2012: the implant on the left appeared slightly oblique with respect to the position of the pelvis.; on (B)(6) 2017: persistence of a small metallic foreign body measuring approximately one millimeter on right para-medium.. Pathology test - on (B)(6) 2018: the anatomo-cytopathological examination found two corpus luteum cysts with hemorrhage in the right ovary (pathology report from right adnexectomy procedure).. Ultrasound scan - on (B)(6) 2012: the left tubal implant has a slightly oblique appearance vis-à-vis the position of the pelvis. X-ray of pelvis and hip - on (B)(6) 2017: to the right of the midline, there remains a small, metallic foreign body measuring approximately one millimeter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - agence nationale de sécurité du médicament, reference number: r1700122 / r1903364 / r1903357) on 26-jan-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("to the right of the midline, there remains a small, metallic foreign body measuring approximately one millimeter"), device dislocation ("left tubal implant has a slightly oblique appearance vis-à-vis the position of the pelvis") and genital haemorrhage ("bleeding") in a 43-year-old female patient who had essure (batch no. 893020) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 25 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria disability and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful haemorrhagic menstrual periods"), back pain ("back pain"), menorrhagia ("painful haemorrhagic menstrual periods"), tendonitis ("tendonitis"), arthralgia ("joint pain (shoulders, elbow)"), sciatica ("right sciatica / pain in right leg, then foot"), migraine ("migraine"), fatigue ("general fatigue"), depression ("depression") and musculoskeletal pain ("scapulalgia"). On (B)(6) 2017, the patient experienced allergy to metals ("the patient was allergic to cobalt, titanium, silver and tin"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal on (B)(6) 2018 and first removal intervention on (B)(6) 2017). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, device dislocation, genital haemorrhage, allergy to metals, dysmenorrhoea, back pain, menorrhagia, tendonitis, arthralgia, sciatica, migraine, fatigue, depression and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and tendonitis with essure. The reporter considered allergy to metals, depression, device breakage, device dislocation, musculoskeletal pain and sciatica to be related to essure. The reporter commented: category-2 disability, loss of employment. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: delayed hypersensitivity to cobalt, titanium, silver, and tin. Ultrasound scan - on (B)(6) 2012: the left tubal implant has a slightly oblique appearance vis-à-vis the position of the pelvis. X-ray of pelvis and hip - on (B)(6) 2017: to the right of the midline, there remains a small, metallic foreign body measuring approximately one millimeter. Quality-safety evaluation of ptc: lot number 893020 (production date (B)(6) 2011, expiration date (B)(6) 2014). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: during a cluster reconciliation, and following confirmation from the local health authorities, the case (B)(4) (legacy device report num MFR 2951250-2019-00641) was identified as a duplicate of this case. All case information from deleted case (B)(4) was transferred to this case. New reporters added; patient¿s date of birth provided; essure was inserted on (B)(6) 2012 and removed with 2 different interventions on (B)(6) 2017 and 05(B)(6) 2018. New or updated events were the findings of an oblique position of the left device on (B)(6) 2012, the x-ray finding of a right paramedian 1-mm metallic residue on (B)(6) 2017 (now interpreted as device breakage), and allergy to cobalt, titanium, silver and tin. Laboratory data were updated accordingly. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was reported via regulatory authority (B)(4) (reference number: (B)(4)) on 26-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a female patient who received essure (batch no. 893020) for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient started essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), tendonitis ("tendonitis"), dysmenorrhoea ("painful haemorrhagic menstrual periods"), menorrhagia ("painful haemorrhagic menstrual periods"), arthralgia ("joint pain (shoulders, elbow)"), pain in extremity ("pain in right leg, then foot"), back pain ("back pain"), migraine ("migraine"), fatigue ("general fatigue") and depression ("depression"). At the time of the report, the pelvic pain, genital haemorrhage, tendonitis, dysmenorrhoea, menorrhagia, arthralgia, pain in extremity, back pain, migraine, fatigue and depression outcome was unknown. The reporter provided no causality assessment for pelvic pain, genital haemorrhage, tendonitis, dysmenorrhoea, menorrhagia, arthralgia, pain in extremity, back pain, migraine, fatigue and depression with essure. The reporter commented: category-2 disability, loss of employment. Company causality comment: this non-medically confirmed spontaneous case report refers to a patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain and bleeding( seen as genital bleeding). Both serious events, pelvic pain due to disability reported and bleeding due to medical importance. Both anticipated events in essure's reference safety information. In this particular case ,consumer had the events after placement. Thus, causality between them and essure is considered related. Although no death or serious injury related to essure was mentioned in this case; it was regarded as incident in line with health authority's assessment. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-mar-2017 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: lot number 893020 (production date aug-2011, expiration date aug-2014). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain and bleeding(seen as genital bleeding). Both serious events, pelvic pain due to disability reported and bleeding due to medical importance. Both anticipated events in essure's reference safety information. In this particular case, consumer had the events after placement. Thus, causality between them and essure is considered related. Although no death or serious injury related to essure was mentioned in this case; it was regarded as incident in line with health authority's assessment. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further information will be available, because health authority does not allow active follow-up.